Manufacturer narrative:
Concomitant medical products: product ID: 388928, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via manufacture representative that the patient experienced a change in stimulation location return of symptoms. The patients lead was replaced. No further actions/interventions were anticipated.

Manufacturer narrative:
Analysis information -- 2018-07-03 09:53:02 cst pli# 10 product ID# 388928 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the distal end of the lead was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the {the #0 connector sleeve is crushed.} connector(s) of the lead {was//were} crushed. Analysis observed the distal end of the lead was stretched. {cosmetic esc observed on outer insulation in between electrode sleeves.} {cosmetic esc observed on tines.} product ID: 388928, lot# unknown, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.